Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a yukon screw fractured post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled.